Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 25mm mitral pericardial valve, implanted approximately sixteen (16) years and eight (8) months, was explanted due to mitral stenosis. This valve was originally implanted for mitral valve replacement to correct the mitral regurgitation. After fifteen years and five months, mitral stenosis and enlarged left atrium were confirmed. After sixteen years and four months, the patient got hospitalized due to heart failure. After sixteen years and five months, blood flow was 2.5m/s, mitral valve area was 1.42cm2, mitral valve gradient was 16mmhg in test. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient effects reported as a result of the valve replacement. The valve will be returned for evaluation. Patient status was reported as ¿recovering¿ at a general ward at the hospital.

Manufacturer narrative:
Reference CAPA-20-00141.